Event description:
It was reported by the customer's mother that the customer wanted to stop any future delivery of infusion sets because they do not need it. Customer has been receiving no delivery alarms on the insulin pump. Customer's mother reported that the alarm was resolved by a complete set change. Customer was not present at the time of the call, so troubleshooting cannot be performed. Customer's mother does not want to return the infusion set or reservoir for analysis. Customer's mother will back when the alarm occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).